Event description:
It was reported by a patient that they sustained a burn to the face following treatment for hair removal with a lumenis quantum laser. It was further reported by the user facility that the patient had sustained redness "not bigger than a twenty cent coin" and that the patient was presumed to have had sun exposure the day prior to treatment. It was further reported that the patient was being treated by a dermatologist not associated with the user facility and had not returned to the user facility for follow-up consultation. It was further reported that the patient had reported the event to the local national competent authority (nca).

Manufacturer narrative:
An examination of the subject device by a lumenis-trained technical expert found that the device performed within manufacturers specifications. During the investigation of the event report, lumenis contacted the user facility and obtained patient treatment records and treatment settings. Lumenis subsequently contacted the patient to obtain photographs of the reported adverse event; however, the patient declined to provide the photographs. Lumenis is unable to confirm the degree of burn or to make a determination of root cause absent documentary photographs of the adverse outcome.